Event description:
Less than 24 hours of iab therapy. Alarm sounded, the tubing checked and pumping re-initiated. Alarms sounded again condensation noted. Pumping re-initiated again. Alarms and orange fluid noted. Pumping re-initiated again blood then noted in the tubing. The pumping was disconnected, the iab was removed and not replaced. No further complications or pt injury occurred.